Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right knee was revised after patient complaint of pain. Intra-operatively, loosening of the cemented baseplate was noted with nearly no cement remaining. The baseplate and insert were revised. Rep confirmed there are no allegations against the revised insert.